Event description:
It was reported that 1 36 in 15 drop secondary set w/hgr from lot 20103448, and 2 sets from an unspecified lot had issues with the spike breaking off after being used on a patient. The following information was provided by the initial reporter: "several units reported breakage at the spike on a particular lot #" "this breakage was not out of the package, but after it was on a patient. Don¿t believe it was user torguing it upon spiking the piggyback, because it occurred w/multiple different nurses."

Manufacturer narrative:
H6: investigation summary: the customer returned 4 samples with the complaint of broken spike. The failures were immediately noticed and the complaint has been verified. Further visual analyses under microscope was then employed to find possible cause to the breaks. This is a rare failure and the production team for this set was contacted for the most thorough investigation possible. The root cause is unknown, but the production facility has since replaced the transmission system for the sets and the failure has not been reproduced. A device history record review for model ms3500-15 lot number 20103448 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20103448, medical device expiration date: 2023-10-26, device manufacture date: 2020-10-21. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 36 in 15 drop secondary set w/hgr from lot 20103448, and 2 sets from an unspecified lot had issues with the spike breaking off after being used on a patient. The following information was provided by the initial reporter: "several units reported breakage at the spike on a particular lot #" "this breakage was not out of the package, but after it was on a patient. Don't believe it was user torquing it upon spiking the piggyback, because it occurred w/multiple different nurses."